Manufacturer narrative:
The manufacturer conducted a documentary review of risk analysis. Without returned product and reference/batch number, it is not possible additional documentary review and to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On (B)(6) 2019, patient underwent placement of an angiodynamics xcela port catheter device, with model number h965451190, and lot number 144008. The device was implanted by dr. (B)(6), (B)(6) hospital, in (B)(6) for total parenteral nutrition. On (B)(6) 2021, patient presented to (B)(6) in (B)(6) with symptoms of pneumonia. Upon evaluation, patient's blood cultures came back positive for bacteremia. On (B)(6) 2021, patient presented to (B)(6) in (B)(6) for removal of the xcela. The removal procedure was performed by dr. (B)(6).